Event description:
Same case as 6000093-2006-01818 and 6000093-2006-01820. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt had restenosis in the left anterior descending (lad) artery and the physician placed 3 taxus express2 drug eluting stents, 2.5x12mm, 2.75x16mm and 2.75x16mm. A mini vision was also placed, unknown size. The next day, a sat occurred. The lad from one of the stents to the distal end was closed off. At this time, they are not sure if each stent had thrombosis. The pt has already had by-pass surgery previous to this event, so intervention has not been determined at this time. Additional info regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.